Event description:
The physician was attempting to embolize an avm in the posterior cerebral artery with a flow directed micro catheter. Another catheter was first inserted through a guiding catheter and did not adequately reach the pathology. The other catheter then became lodged in the artery and required 20 minutes of gentle tension to remove the catheter from the posterior circulation. The flow directed micro catheter was then floated to the avm. Although the catheter reached the avm, the physician did not feel that it was positioned correctly for optimum embolization. He then attempted to pull the device back when it got stuck in the cerebral vessels. The physician then inserted another co's wire into the device to provide more column strength to the system. The device still could not be pulled out of the vessel. The physician then removed the guidewire and pulled on the catheter until the 45 cm distal section stretched to 100 cm. He tried the distal section to the sheath in the groin, heparinized the pt and the left the catheter in the vessels overnight. The next morning the catheter had relaxed and recoiled to the mesenteric artery where it could be removed from the pt. There was no evidence of pt injury or adverse effect.